Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The MRI technician indicated that the patient said the ins "never really worked." No patient symptoms were reported. No complications were reported or anticipated.